Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended the device be replaced as the patient is dependent on therapy. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device has been returned and is in the process of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device memory confirms that three por faults occurred which caused the device to enter safety mode. It was confirmed that brady therapy remained available. The battery was analysis and found no failures. No high current drain conditions or failure of the battery were note during testing and detailed analysis. However, probably cause could not be determined.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended the device be replaced as the patient is dependent on therapy. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device has been returned and is in the process of device analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended the device be replaced as the patient is dependent on therapy. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device has been returned and is in the process of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory noted the device had undergone resets which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.